Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had popped out from skin. The customer's blood glucose level was unknown. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found needle separated from sensor base. No broken or missing parts were observed during analysis. Unable to confirm adhesive anomaly on opened and used sensor. (B)(4).